Event description:
Access and deployment of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension were uneventful. A 20-20-55l limb extension was placed on the ipsilateral side. The physician was readvancing the dilator and introducer sheath to set for the next limb extension and inadvertently pushed the proximal extension past the renals. The physician decided to push the extension well above the renals. The first attempt to push it further up with a coda balloon was unsuccessful. A large sheath was introduced up the contralateral side, and able to push the extension up another 1cm. A palmaz stent was placed and the extension remained in position above the celiac artery. The last 16-16-88l limb extension was placed on the contralateral side with good results. The pt did not develop paraplegia.

Manufacturer narrative:
Review of lost records/work order, prior reports. No issues were noted. Physician inadvertently pushed proximal extension over renals.